Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a rash under the front therapy electrode. It was reported as a red itchy rash. The patient was prescribed nistatin by a physician. Follow up indicated that the patient used the cream and medicated powder and the irritation is improving.